Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the physician attempted to reposition the ruby coil; however, the ruby coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached coil was removed from the patient's body. The procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.